Manufacturer narrative:
Additional information: based on the received information from the field, the active electrode array migrated fully out of the cochlea, which was confirmed by diagnostic imaging. A revision surgery is considered.

Event description:
The user's hearing performance with the device is affected. Revision surgery is planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Imaging revealed that the user's electrode array is completely outside if the cochlea.